Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. On an unreported date, the patient was hospitalized for the event. Unknown antibiotics were given while at the hospital (dose, route and frequency not reported). The patient was discharged from the hospital six days after being admitted and recovered from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e06043, h13g16022, and h13g31047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.